Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while filling the cartridge with insulin. Customer observed a piece of cartridge septum in the syringe needle. Customer change out the needle and the cartridge was successfully filled with insulin. Customer's blood glucose was approximately 300 mg/dl.